Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that customer experienced an elevated blood glucose of over 600 mg/dl. Reportedly, customer received multiple intermittent cartridge alarms (alarm 1). Customer reverted to manual injections for insulin therapy.